Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure when the device was placed in the pocket, intermittent pacing was initially seen, but then ventricular pulses appeared. The physician then disconnected and reconnected the leads, but ventricular pacing was not seen. Therefore, a new device was placed.